Event description:
Event description boston scientific crm received information that during a device replacement procedure for normal battery depletion, this right ventricular lead was surgically abandoned due to lead fracture. No adverse patient effects were reported.